Event description:
It was reported that end of the extraction tool, part number 309.530, broke off. There was no reported ill effect on the patient or increase in surgery time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Subject device was received and evaluated. No out of specification conditions were noted. The DHR was reviewed and no issues that would have resulted in this complaint were evident. The end of the tool was broken and the handle of the tool was twisted showing that extreme force was used causing the tip of the extraction screw to fracture.